Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 501 mg/dl. Reportedly, the cartridge and infusion set had been in use past labeling. Tandem technical support educated the customer on infusion set and cartridge labeling. A bolus was delivered to address bg level.